Event description:
It was reported that during attempts to introduce a 2.5 mm diameter x 14mm length endeavor sprint rx coronary stent and a 3.0 mm diameter x 18mm length endeavor resolute rx coronary stent (ref MFR #2953200-2010-02008) in the guide catheter, the stents were opened without any process of delivery and the stents came off the balloon. It was confirmed that the stents were introduced to the guide catheter with a little force and that there were numerous procedural accessories in the guide catheter along with the stent devices. The patient is reported to be fine and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - interaction between procedural accessories within the guide catheter; as force was applied during the attempted advancement; failure to deliver the stent and stent embolism. Conclusion - interaction between procedural accessories within the guide catheter; force applied during attempted advancement.